Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; "outer shell was stuck to inner one".

Event description:
Healthcare professional reported "outer shell was stuck to inner one" and "no paper between shells". Device was not implanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of tyvek or thermoform sticking was requested on october 01, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Tyvek or thermoform sticking: observed thermoforms stuck together in the video. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "outer shell was stuck to inner one" and "no paper between shells". Device was not implanted.